Manufacturer narrative:
There is no evidence of a device malfunction. Review of the cycler treatment log files for this event do not support the info initially received by the operator. The log file shows multiple unrecoverable arterial pressure alarms. In addition to the arterial pressure alarms, there was also an arterial air alarm that occurred, which strongly suggests that the root cause of the unrecoverable alarms was due to inadequate pt access blood flow. Facility staff has been notified. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported by the operator that venous pressure increasing cautions occurred during a routine hemodialysis treatment which could not be resolved. Blood flow was observed as very slow. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.